Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices were manufactured 2011 and 2017 and exhibits signs of extensive wear/usage. The devices functioned as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the devices.

Event description:
It was reported that during a tka procedure device broke. No delay. Backup device available. No injury or impact to patient reported yet.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not broke over the patient's incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.